Event description:
It was reported that the patient had a right-side hip replacement with a cemented poly, cup, taperloc microplasty red size 11 x 107.5 stem and ceramic size 36 + 6 type I head. Subsequently, patient fell approximately 10 (ten) years later causing a periprosthetic fracture requiring an arcos system. The stem and head were removed and replaced. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D6a: unknown date in 2015. D10: zimmer biomet type I ceramic 36mm head +6. Item: unknown. Lot: 1436521. G2 foreign: australia. H6 suggested component code: mechanical (g04) - stem. Attempts have been made to gather all product identification information, and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h2; h3; h6. Visual examination of the provided pictures identified explanted devices, bi-debris present but cannot be used to confirm the reported event. Device not returned, further analysis cannot be made. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected: d1, d2, d4, h4. This device is sold outside the us and therefore no gudid information exists. This device is considered similar to: k110400, (B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.